Event description:
It was reported by repair work order that the chair lock bar seemed weak and the chair could be folded up without using the lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.